Event description:
This was a left-sided lead extraction case to remove a non-functional mdt 6949 rv conducted in the o.r. The patient also had a mdt 5076 ra that was to remain intact. The patient was intubated, bilateral femoral arterial lines placed, fluoroscopy and tee in use, blood and bypass in the room, and cvs available. The md opened the pocket noting it to be relatively clean, prepared the mdt 6949 with a lld-ez and began lasing with the 14f glidelight laser sheath. Lead-on-lead binding with calcification was noted at the proximal coil while lasing in the svc/ra junction. Md encountered more significant binding and advancement slowed. After several attempts to advance the laser sheath towards the tricuspid valve a drop in the patient's arterial blood pressure declined from 125/75 to 52 and an effusion was noted via tee. The cvs entered the or and performed an emergent sternotomy within 3 minutes of the patient's initial pressure decline. The patient was placed on bypass and a 3cm svc tear was successfully repaired. The md stated ''this has nothing to do with the glidelight and would¿ve occurred with any extraction tool used.'' The patient was stabilized, transferred to the ICU for recovery and ultimately discharged home without reported neurological dysfunction.

Manufacturer narrative:
Device disposed of after use.